Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing pain at the implant site. CT scan was completed and it is believed that the screws used during implant surgery are now protruding into the dura. Surgery to remove the screws has been scheduled.

Manufacturer narrative:
(B)(4). The recipient reportedly underwent surgery to removed the screws on (B)(6) 2015. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's device has been activated and the recipient is reportedly no longer experiencing pain at the implant site. The recipient's device remains implanted. This is the final report.